Manufacturer narrative:
Results: bd had not received samples, but 3 photos were provided by the customer facility for investigation in support of this complaint. Based on the evaluation of the photos, bd observed red foreign material within the flash chamber. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Without a sample, the investigation was limited. An absolute root cause for this incident cannot be determined as bd was not able to verify fm composition, also no issues were see in DHR review.

Event description:
It was reported that prior to use, the nurse noticed red foreign matter, blood looking, in the flash window from a bd vacutainer® flashback blood collection needle, 21gx1", with the green shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.